Event description:
It was reported to to boston scientific corporation that a navigator access sheath device was used in the kidney during a left ureteroscopy, laser lithotripsy and stent placement procedure performed on (B)(6) 2022. The patient had a procedure done with a 6fr 24cm stent with string implanted and was removed four days after the procedure. The patient experienced mild discomfort in the right quadrant and was treated with symptomatic treatment. The patient also experienced malaise, weakness, and nausea one week after the procedure, and it got worse at home when the patient developed dyspnea and chest pain. The patient was rushed to the emergency room and got admitted. In the emergency room, results showed that the patient had hypotensive bp 92 62 and hypoxic oxygen saturation of 87 percent. Immediate labs revealed elevated leukocytosis wbc, 13700 per l, azotemia cr 1.53mg dl, and positive blood and urine cultures, both growing klebsiella pneumoniae. A computed tomography was performed in the abdomen and found a 5 cm right upper pole and a 3 cm right mid pole renal abscess with parenchymal air appearing as a hypodense area. The patient was also diagnosed with right emphysematous pyelonephritis with urosepsis. After stabilization, the patient underwent right percutaneous drain placement by interventional radiologists. Drains were placed in both the mid pole and lower pole collections. Drains were draining 20 to 30cc of serosanguinous fluids. The follow up computed tomography revealed that the right mid pole abscess had been completely resolved, with the drain still present in the upper pole and minimal residual abscess. The patient condition gradually improved with conservative treatment and was discharged after three days on oral antibiotics with percutaneous drains in place.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Literature source: sharma, n., & quarrier, s. (2022). Emphysematous pyelonephritis developing in the contralateral kidney following ureteroscopy: an unusual presentation. Urology case reports, 43, 102086-102086. Https://doi.org/10.1016/j.eucr.2022.102086, pg.1-3 (B)(4).

Event description:
It was reported to boston scientific corporation that a navigator access sheath device was used in the kidney during a left ureteroscopy, laser lithotripsy and stent placement procedure performed on (B)(6), 2022. The patient had a procedure done with a 6fr 24cm stent with string implanted and was removed four days after the procedure. The patient experienced mild discomfort in the right quadrant and was treated with symptomatic treatment. The patient also experienced malaise, weakness, and nausea one week after the procedure, and it got worse at home when the patient developed dyspnea and chest pain. The patient was rushed to the emergency room and got admitted. In the emergency room, results showed that the patient had hypotensive bp 92 62 and hypoxic oxygen saturation of 87 percent. Immediate labs revealed elevated leukocytosis wbc, 13700 per l, azotemia cr 1.53mg dl, and positive blood and urine cultures, both growing klebsiella pneumoniae. A computed tomography was performed in the abdomen and found a 5 cm right upper pole and a 3 cm right mid pole renal abscess with parenchymal air appearing as a hypodense area. The patient was also diagnosed with right emphysematous pyelonephritis with urosepsis. After stabilization, the patient underwent right percutaneous drain placement by interventional radiologists. Drains were placed in both the mid pole and lower pole collections. Drains were draining 20 to 30cc of serosanguinous fluids. The follow up computed tomography revealed that the right mid pole abscess had been completely resolved, with the drain still present in the upper pole and minimal residual abscess. The patient condition gradually improved with conservative treatment and was discharged after three days on oral antibiotics with percutaneous drains in place. Additional information received on october 4, 2022. It was clarified that the procedure using the navigator access sheath was performed on (B)(6) 2022. There was no reported deficiency or malfunction of the navigator access sheath, and the procedure was completed with same original device. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h2: block b3 (date of event), b5 (describe event or problem), d7a (sud reprocessed and reused?), and h8 (usage of device) have been updated based on the additional information received on october 4, 2022. Block d4, h4: the complainant was unable to provide the suspected device upn and lot number. Therefore, the manufacture date and expiration date are unknown. Block g2: literature source: sharma, n., & quarrier, s. (2022). Emphysematous pyelonephritis developing in the contralateral kidney following ureteroscopy: an unusual presentation. Urology case reports, 43, 102086-102086. Https://doi.org/10.1016/j.eucr.2022.102086, pg.1-3. Block h6: patient code e233001 captures the reportable event of chest pain. Patient code e0306 captures the reportable event of sepsis. Patient code e17200 captures the reportable event of abscess. Patient code e2311 captures the reportable event of discomfort. Patient code e1906 captures the reportable event of unspecified infection. Patient code e1020 captures the reportable event of nausea. Patient code e1621 captures the reportable event of muscle weakness. Patient code e2321 captures the reportable event of low blood pressure/hypotension. Patient code e020204 captures the reportable event of malaise. Patient code e0717 captures the reportable event of dyspnea. Block h6: impact code f2303 is being used to capture the patient issue requiring medication. Impact code f08 is being used to capture the patient requiring prolonged hospitalization.